Event description:
Device 1 of 3. Reference MFR reports: 3008829311-2017-00911; 3008829311-2017-01072. Follow up revealed that the patient continued to have this same issue. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their drg system replaced. Issue has been resolved.

Event description:
Device 1 of 3; reference MFR report: 3008829311-2017-00911, reference MFR report: 3008829311-2017-01072.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00911. It was reported that patient's stimulation the lead was turned off. The patient was unable to turn stimulation from off to on. The rep was able to turn stimulation back on using the clinician programmer. As a result, surgical intervention may be pending to address this issue.